Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17954. It was reported that the patient presented in hospital for magnetic resonance imaging (MRI). Upon interrogation, multiple episodes of non-sustained oversensing were detected. Loss of capture was noted in these episodes. Programming changes were made for the right ventricular (rv) lead and the left ventricular (lv) lead. The patient was stable.